Event description:
Event [preferred term] (related symptoms if any separated by commas) hospitalized due to piston rod issue in pen [device issue], sometimes pens don't inject any insulin [device failure], hospitalized due to pens issue as it inject incomplete doses [incorrect dose administered by device], fibrosis at the arm injection site [injection site fibrosis], withdrawing insulin from the penfills using normal syringe [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hospitalized due to piston rod issue in pen(device component issue)" with an unspecified onset date , "sometimes pens don't inject any insulin(device failure)" with an unspecified onset date , "hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device)" with an unspecified onset date , "fibrosis at the arm injection site(injection site fibrosis)" with an unspecified onset date , "withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a adult female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk) (event abated after use stopped or dose reduced? - doesn't apply) (event reappeared after reintroduction? - doesn't apply) from unknown start date for "diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk) (event abated after use stopped or dose reduced? - doesn't apply) (event reappeared after reintroduction? - doesn't apply) from unknown start date for "diabetes mellitus", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: tresiba penfill: novorapid penfill: current condition: diabetes mellitus (type and duration were not reported). On an unknown date from about 2 weeks, patient was hospitalized in ICU and suspects that this occurred due to the pens issue that there is a problem in two novopen 4 and had the piston rod issue which delivered incomplete doses and sometimes they do not inject any insulin. The patient is using these pens from about 15 years. On an unknown date, patient was withdrawing insulin from the penfills using normal syringe due the pen issue, which made uncomfortable and led to fibrosis at the arm injection site, which induce her to shift to inject the dose in her abdomen. Batch numbers: novopen 4: unknown; tresiba penfill: requested; novorapid penfill: requested; action taken to tresiba penfill was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hospitalized due to piston rod issue in pen(device component issue)" was not reported. The outcome for the event "sometimes pens don't inject any insulin(device failure)" was not reported. The outcome for the event "hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device)" was not reported. The outcome for the event "fibrosis at the arm injection site(injection site fibrosis)" was not reported. The outcome for the event "withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - hospitalized due to piston rod issue in pen(device component issue) : unknown sometimes pens don't inject any insulin(device failure) : unknown hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device) : unknown fibrosis at the arm injection site(injection site fibrosis) : unknown withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe) : unknown company's causality (novopen 4) - hospitalized due to piston rod issue in pen(device component issue) : possible sometimes pens don't inject any insulin(device failure) : possible hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device) : possible fibrosis at the arm injection site(injection site fibrosis) : possible withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe) : possible reporter's causality (tresiba penfill) - hospitalized due to piston rod issue in pen(device component issue) : unknown sometimes pens don't inject any insulin(device failure) : unknown hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device) : unknown fibrosis at the arm injection site(injection site fibrosis) : unknown withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe) : unknown company's causality (tresiba penfill) - hospitalized due to piston rod issue in pen(device component issue) : possible sometimes pens don't inject any insulin(device failure) : possible hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device) : possible fibrosis at the arm injection site(injection site fibrosis) : possible withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe) : possible reporter's causality (novorapid penfill) - hospitalized due to piston rod issue in pen(device component issue) : unknown sometimes pens don't inject any insulin(device failure) : unknown hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device) : unknown fibrosis at the arm injection site(injection site fibrosis) : unknown withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe) : unknown company's causality (novorapid penfill) - hospitalized due to piston rod issue in pen(device component issue) : possible sometimes pens don't inject any insulin(device failure) : possible hospitalized due to pens issue as it inject incomplete doses(partial dose delivery by device) : possible fibrosis at the arm injection site(injection site fibrosis) : possible withdrawing insulin from the penfills using normal syringe(inappropriate drug extraction with syringe) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 29-apr-2026: the suspect device novopen 4 has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality.